Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine device follow up, the remining longevity on this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased significantly. Engineering reviewed the data and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. It was noted the device may reach elective replacement indicator (eri) or even end of life (eol) battery status, but therapy would remain available. About three days later, the patient reported hearing beeping from the device. Interrogation revealed a battery depletion (bd) error had been recorded. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that during a routine device follow up, the remining longevity on this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased significantly. Engineering reviewed the data and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. It was noted the device may reach elective replacement indicator (eri) or even end of life (eol) battery status, but therapy would remain available. About three days later, the patient reported hearing beeping from the device. Interrogation revealed a battery depletion (bd) error had been recorded. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine device follow up, the remining longevity on this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased significantly. Engineering reviewed the data and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days. It was noted the device may reach elective replacement indicator (eri) or even end of life (eol) battery status, but therapy would remain available. About three days later, the patient reported hearing beeping from the device. Interrogation revealed a battery depletion (bd) error had been recorded. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.